Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronics assembly. The insulin pump was also received with moisture damage to the motor assembly. No moisture damage was noted to the keypad assembly, battery tube, or vibrator assembly. The delivery anomaly could not be verified and no functional testing could be performed due to the blank display. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, cracked display window and minor scratches to the display window.

Event description:
The customer reported via telephone call that the insulin pump display went blank and that condensation was visible in the display. The blood glucose reading was 388 mg/dl. The customer treated with manual injection. The customer declined troubleshooting for these issues.